Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was analyzed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4) version e. After thorough investigation we have found that the issue is due to gatt client connection error. This error indicates a ble level related generic issue. This specific issue was observed after the pump had bonded with the phone but after 2 minutes the gatt client failed to connect, thus failing the entire pairing process. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: basic steps: turn bluetooth off -> wait 30 seconds -> turn bluetooth back on. When attempting to pair, do not leave the pairing screen during the progress spinner, and respond to any prompts that may appear. Try to pair the pump and device in another location, with a lower potential level of electromagnetic noise (common sources - active wi-fi networks & bluetooth connections nearby). Advanced steps: clear data of bluetooth app: settings â¿¿ apps â¿¿ manage apps â¿¿ find and tap on bluetooth app â¿¿ clear data ----> (if this option is often grayed out on most phones then try the reset network settings instead). Reset network settings: settings â¿¿ connection & sharing â¿¿ reset wi-fi, mobile networks, and bluetooth â¿¿ reset settings. Uninstall app -> restart phone -> turn bluetooth off then on -> reinstall app. The helpline has not provided us with feedback regarding whether the recommended steps has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-6101.